Event description:
Sureform 60 stapler would not work for subsequent firings. Extensive troubleshooting by the operating room staff, the davinci representative and davinci tech support returned function of the device, however the device was not articulating smoothly. FDA safety report ID# (B)(4).